Event description:
It was reported the pt had her scs system explanted due to feeling stimulation when the system was turned off. The exact date of the explant procedure was unk. It was reported the ipg was reprogrammed to provide only neutral contacts so there could be no stimulation or current delivered through the system. The pt reported she felt stimulation after the reprogramming in her teeth, and head and other areas in which she did not feel the stimulation when her system was turned on. It was reported the physician did not believe the issue was related to system.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.